Event description:
The report from the field indicated that during a coronary stenting procedure, the stent dislodged from the stent delivery system (sds) balloon. The physician was unable to retrieve the stent, and used a vision 3.0/15 mm balloon to crush it against the artery. The target lesion was the right coronary artery (rca) that was reported to be calcified. There was no reported pt injury. Multiple attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The product was reported to be available for evaluation and testing. However, the product has not been returned as of to date. If returned, additional info will be submitted within 30 days upon receipt. A report was received that a cypher sds was associated with stent dislodgement. The event involved a pt of unk age, gender, history and presentation. An angiogram revealed a lesion in the pt's rca that was described as having "some calcium". The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 13mm cypher stent. During the procedure, the stent is reported to have dislodged from its sds. The physician opted to crush this stent against the artery with another non-cordis bms. There was no further pt injury reported. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Based on the info, it is not possible to draw a clinical relationship between the device and the event. However, there are vessel and possible procedural factors that may have contributed to it. Please note that this is the initial/final report for this product.